Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 143 mg/dl. A systems check was performed with tandem technical support (cts) where it was discovered customer was skipping the air removal step. Cts educated customer on the users guide for removing excess air from the cartridge. Reportedly, customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.